Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation papers allege pain and discomfort in his left hip causing potential unnecessary and additional surgeries, diminution in eaming capacity, lost wages, medical monitoring expenses, emotional distress, loss of enjoyment of life, metalosis exposure and other injuries presently undiagnosed. Update: (B)(6) 2011 - plaintiff's preliminary disclosure (ppd) form and implant sticker sheet received and attached to the file. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2014 - sales rep reported revision surgery. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(6) 2014. Update rec¿d (B)(6) 2014 - medical records received. Upon revision fretting was noted. The stem remains in situ. The adapter sleeve and femoral stem are now being added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.